Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self test. No frozen screen anomaly or pump error 68 noted during testing, however device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had pump error and frozen display. The customer¿s blood glucose was 8.4 mmol/l. Customer was assisted with troubleshooting. The customer stated that they were unable to clear the alarm. The customer was advised to replace insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.